Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a power-on-reset (por) condition. It was stated that the patient was not able to adjust stimulation and the programmer display showed 'call your doctor' icon. The patient reportedly felt 'something hot/uncomfortable' when he tried to sit on the couch, and when he tried to sync with his implant, he got a por. It was noted that the patient 'wasn't around any electromagnetic interference source.' After clearing the por, the patient was able to use the device again. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).